Manufacturer narrative:
(B)(4). Evaluation codes were provided. A batch review was conducted for potentially associated lot number h14c01048. There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with gentamycin (dose, frequency and route not reported) and vancomycin (dose, frequency and route not reported) for the peritonitis. The patient¿s pd catheter was removed later in the same month as the onset of peritonitis and a permanent catheter was placed. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).